Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record (DHR) review. One used sample was returned for evaluation in used condition with its original open packaging. Visual and functional testing were performed. Visual inspection was performed at a distance of 12 inches under normal lighting to received unit, in order to detect any damage on the cuff or airline. During the visual inspection no discrepancies were found. During the functional testing the samples was leak tested under water and during the test it was observed that leakage was coming out from a small tear in the pilot balloon. The root cause was related to manufacturing the rubber used in the fixture for the printing of the inflation line was not changed during quarterly preventive maintenance. The rubber used in the fixture for the printing of the inflation line was change and retrained the maintenance technicians to the preventative maintenance procedure.

Event description:
It was reported that during the pre-use check, it was discovered that air leaked from the device. No patient injury was reported.